Event description:
On (B)(6) 2012, the reporter notified animas that the patient is alleging that the pump empties all the insulin from the cartridge when he changes the set. During the loading of the cartridge when the patient pressed ok all the insulin reportedly spilled out at once. Pump was not connected to the patient during the replacement and there was no need for medical intervention. There has been no reported trauma to the pump. This is being reported due to the allegation that the pump is dispensing insulin during the loading step and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 10/31/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box and download history revealed three persistent "no cartridge detected" warnings after only two days of pump use. On testing, the pump failed to recognize the cartridge during the load step, and emitted a "no cartridge detected" warning. A force sensor calibration reading was not able to be obtained due to the load step malfunction. The pump was opened for further investigation and revealed a misaligned force sensor circuit component on the printed circuit board.